Event description:
It was reported that the right device implanted on (B)(6) 2009, had 813 activations (it was on 97% of the time); the left device implanted on (B)(6) 2010 had 2 activations (it was on 98% of the time). This was occurring while stimulation was turned on and off over the past few months. The pt required their programmer to turn therapy back on at times; however, they did not sense the number of activations that were occurring because there was no return of symptoms and there is no therapy issue. The pt was seen on (B)(6) 2010; the counters were reset. Pt reported that they are right handed and work full time to repair refrigerators. The pt indicated that they "lean right" against the refrigerator during repairs. The pt will begin using a diary to isolate when these activations are occurring. The pt is presently getting good therapeutic effect. Refer to manufacturer report # 3004209178-2010-04863.

Manufacturer narrative:
(B)(4).